Event description:
Discovered during the end of a breast oncology (sentinel node/axillary dissection) procedure that patient had a burn to their arm. Burn likely attributed to saline run off during device utilization, specifically that the hot saline ran along the retractors and pooled on the patient's arm resulting in a burn. Patient burn treated with topical measures. Facility is unsure which generator was in use at the time of the incident, therefore it cannot be confirmed which generator the issue occurred with. All generators will be returned for investigation.

Manufacturer narrative:
(B)(4). Product received by manufacturer and pending inspection. Eval code results: product received by manufacturer and pending inspection. Eval code conclusion: product received by manufacturer and pending inspection.